Event description:
It was reported that after a peripheral stenting of the superficial femoral artery, arteriotomy closure of a moderately calcified, scarred, and tortuous common femoral artery was attempted using two perclose proglide devices. Reportedly, during deployment of the first proglide device, an anterior needle-to-cuff miss occurred. When the needle plunger was removed, there was no suture attached to the needles. The device was removed over a guide wire and a second proglide device was attempted, but a posterior needle-to-cuff miss occurred. When the needle plunger was removed, only the link was attached to the anterior needle. The second device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. Device #1 proglide is being filed under a separate manufacturer report number. Arteriotomy closure was attempted of a moderately calcified, scarred, and tortuous common femoral artery using a perclose proglide device. A vessel that is calcified, scarred, and tortuous at the puncture site can cause needle deflection during needle plunger deployment, which may result in a needle-to-cuff miss and subsequent non-deployment of the suture. In addition, the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the link had broken and was detached from the swage-end of the posterior cuff. A link break will result in a failure to retrieve the suture during needle plunger removal and can appear very similar to the reported needle-to-cuff miss. For the link to break resistance is required between the link and the posterior cuff. The reported needle-to-cuff miss could not be confirmed. The link break prevented harvesting of the suture, which prevented hemostasis from being achieved with the proglide device suture. When the needle plunger was removed, there was no suture attached to the needles is consistent with the reported product experience. During testing, the needle plunger was reinserted resulting in acceptable needle trajectory, depth, and mandrel travel. The analysis of the device did not indicate any evidence of a product quality deficiency. A link break can be influenced by, but not limited to, a manufacturing issue, excessive force during needle plunger removal, jerky motion, a sidewall stick, and deployment in challenging anatomies. Gently removing the needle plunger during the first 2cm can reduce breakage of the link. A search of the lot history record for the reported lot was performed and revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. All products are subject to an inspection by manufacturing. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a lot specific product quality deficiency.